Manufacturer narrative:
(B)(4). This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA. Results of investigation: the reported issue (unit had burned mark on ac adapter and lemo connector) was able to confirmed by carefusion certified service technician. During visual inspection it was noticed the pin was burned at the connector. Ac-adapter and connector were replaced.

Event description:
Customer reported complaint that unit had burned mark on ac adapter and lemo connector.